Event description:
A technician reported noting a foreign material on an intraocular lens (iol) when opened. There was no patient impact. No further information is expected.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Due to the condition of the returned sample, we were unable to confirm the foreign material was present when opened. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic and haptic damage. One haptic, with a portion of the optic, was torn/split/cracked from a post of the lens case base. The remaining haptic was torn or split in the inner distal area (still attached). The optic was torn/split/cracked from a post of the lens case base. A string-like, clear fiber was adhered to the anterior optic surface in the central optic zone. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/18/2009 by mail. A completed questionnaire was received on 07/08/2009. (B) (4). (B) (4). (B) (4).